Manufacturer narrative:
Device MFR date is unk. Per RMA, a replacement apt was sent to site. Upon evaluation of returned apt, the post is loose and unscrews easily. The tip of the post that attaches to the handle has deep divot marks indicated repeated impacts from a hammer. No impact on patient outcome reported.

Event description:
A medtronic representative reported, the egg handle broke off and the shaft of awl probe tap broke when backing out screw from patient. A spare apt handle was available to continue case. No impact on patient outcome reported.